Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 327 mg/dl. The customer reported experiencing vomiting and nausea. Customer treated bg with manual insulin therapy.